Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the alarm cannot be determined at this time. Nxstage requested return of the cycler, however, it was not received at the time of this report. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred towards the end of a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to clotting of the system, resulting in an estimated blood loss of 190cc. The pt's routine epogen dose was increased in response to the blood loss. No other medical intervention was required.